Manufacturer narrative:
On november 17, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. During visual analysis of the tissue expander a tear was observed between the union of the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the product received. This product issue will be addressed through the mentor¿s quality system. With consideration to the observations from evaluating the complaint device, the manufacturing records and the existing process controls, the tear reported in could not be confirmed to be caused by manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device provided the following additional information. A patient identifier was provided and the appropriate field has been updated accordingly. The patient was implanted with the suspect medical device during a breast augmentation revision surgery. The patient underwent unilateral removal and replacement with a left-sided 250cc mentor tissue expander on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 250cc mentor tissue expander prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast tissue expander by a medical professional as a hole/tear was observed. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated but no rent side could be observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).